Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. The patient reports having diabetic ketoacidosis. The patient reports they had administered multiple boluses.

Manufacturer narrative:
The pod was received fully deployed. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish a connection between the pod and the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod and attached to the power supply. This attempt was also unsuccessful. The pod data was unable to be obtained as the pod could not establish connection with the master pdm. Corrosion was observed on the pcb assembly, linkage assembly, mechanism rails, top battery, and bottom battery. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal leak contributed to the corrosion observed and the inability of the pod to connect to the master pdm. This internal fluid leak prevented the proper delivery of insulin.